Event description:
Surgeon reported port leak. Pt booked for surgical revision. Unk if device will be returned. F/u findings: surgeon reported port was excised and tested in theatre by surgeon via injecting methylene blue through port septum and occluded at the end of port tubing. It was noted that methylene blue dye was leaking from base plate. The port was replaced with a new port. The device will be returned.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."